Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event as no specific device failure has been alleged. To date no medical records have been provided. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2007 - the patient underwent abdominal surgery for a incisional hernia. A kugel patch was implanted to repair the hernia. On (B)(6) 2014 - the patient underwent surgery to have an excision of the kugel patch and a small-bowel resection. The attorney alleges the has suffered and will continue to suffer pain and was injured severely and permanently.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2007 - the patient underwent abdominal surgery for a incisional hernia. A kugel patch was implanted to repair the hernia. (B)(6) 2014 - the patient underwent surgery to have an excision of the kugel patch and a small-bowel resection. The attorney alleges the has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of composix kugel mesh. Per operative notes, "three hernia defects were identified on level of umbilicus, right of umbilicus and left of the umbilicus. A composix kugel hernia patch was selected and parachuted into the fascial defect with sutures". (B)(6) 2014 - patient developed some redness in the umbilical area and undergone a series of debridement. (B)(6) 2014 - patient was diagnosed with infected mesh and fistula tract involving small bowel thereby underwent removal of infected composix kugel mesh and repair of recurrent incisional hernia. Per operative notes, "the fascia was opened inferiorly to the placed mesh. Found a small hole in the small bowel where it had attached to the fistula. Piece of intestine was removed. The mesh was excised. Portion of the omentum and fascia at the margins of where the mesh was adherent was inflamed and this tissue was excised". Attorney alleges that the patient had bowel removal, fistulae, infection, mesh removal, pain and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event as no specific device failure has been alleged. To date no medical records have been provided. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of composix kugel mesh, patient was diagnosed with fistulae, infection, hernia recurrence, adhesions, redness thereby underwent repair with mesh removal. The instructions-for-use supplied with the device identify adhesions and hernia recurrence as possible complications. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b4, b5, b7, e3, g1, g3, g6, h2, h3, h6, h10, h11 corrected fields: d1 (brand name), d4 (product catalog no.), g4 (PMA/510(k) #) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.